Event description:
The masks exhibited the following issues; missing headbands, headbands breaking/detaching, hole in the mask material, mask duckbill portion separating/not sealed, inner layers comes apart. The customer stated a clinician in the emergency room was working with a patient and noticed a hole in the mask. The clinician was concerned about exposure to covid-19. The clinician did not report any injury, symptoms, testing or other medical intervention performed. The following medical device report is being filed retroactive to prior decision that this malfunction would be unlikely to result in a serious injury or illness. A reassessment of this incident has since found that should this malfunction recur in an isolation setting or during direct patient care, the end user may contract covid virus and thus be susceptible to a serious illness. For this reason this incident is being reported as a malfunction at this time. The reporter has indicated that no injury or illness resulted.

Manufacturer narrative:
Six (6) returned samples were laid out on the lab table for inspection. One (1) sample exhibits a single elastic ear loop attached to the bonded corner. There are no additional pieces of blue elastic inside the bonded corners of the mask. One sample has the appearance of having more color pigment and appears more orange than the others. There is what appears as a damaged area on the bottom side of the mask. This presents as one area which appears to be punctured. This area measures approximately 1cm. The surface of the outer material appears "cracked" and there is a hole observed. The elastic headbands of all the samples were tugged as if for donning. None of the elastic headbands detached or tore. The failures noted may be attributed to machine adjustments during manufacture; however, this cannot be confirmed as a DHR review was not able to be conducted due to lack of lot number. A potential root cause could be machine adjustments. Notification was sent to manufacturing leaders for awareness. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.